Event description:
Per the audiologist, the pt has had three revision surgery's to repair reoccurring skin flap tissue breakdown (dates not reported). Reportedly, the pt wears a hard hat at work while wearing the speech processor. The extra pressure on the implant site reportedly resulted in the skin flap tissue breakdown. The pt's device was explanted in 2008 (estimated date). Reportedly, the pt will be reimplanted but the surgery date had not been provided at the time of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.